Event description:
The customer reported approximately 300 ml of fluid leaked from the coulter lh 780 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a diluent leak at blood sampling valve (bsv) fitting, due to a cut at tubing #207. The fse proceeded to replace the tubing to resolve the leak and verified the repair as per established procedures. (B)(4).